Event description:
Per the clinic, the patient experienced meningitis after device activation (specific date not reported). Subsequently, the patient was hospitalized (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.